Event description:
It was reported that the user¿s ilet indicated a blood glucose of approximately 300 mg/dl after the user disconnected for about 30 minutes to shower, and the user asked whether to announce a larger-than-usual meal. The user was advised to announce the meal accurately per usual eating habits. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage issue related to procedure, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.